Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a planned surgery of meta-tan removal, it was difficult to remove the meta-tan nail with an unknown meta-tan lag screw driver ((B)(4)). Therefore, meta-tan lag screw driver was changed to easy out small . The nail was removed, but part of an unknown lag screw ((B)(4)) and the easy out small ((B)(4)) broke inside the patient. All pieces were removed. The procedure was completed with a less than 30 mins delay using the same device. No other complications were reported.